Event description:
It was reported five weeks after implant that the patient's right ventricular (rv) lead dislodged as evidenced by high and unstable pacing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).